Manufacturer narrative:
A visual examination of the guidewire revealed that the distal end was damaged; the coilwire was unraveled and the corewire was broken. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure reported and the damages encountered. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the removal of the stent out of the patient, the physician noted that the stent lodged on the guidewire and the distal tip of the guidewire detached exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with ¿no issue.¿

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a ureteroscopy procedure performed on (B)(6), 2015. According to the complainant, during the removal of the stent out of the patient, the physician noted that the stent lodged on the guidewire and the distal tip of the guidewire detached exposing the tip of the metal corewire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be with ¿no issue¿.